Event description:
The patient reported to the nurse that she had a burn to her left lower leg. The patient had been using the heating pad approximately a week before reporting the burn. The wound center was consulted and the burn dressed with silvadene.